Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported loose link was confirmed. A conclusive cause for the reported loose link could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the device sterile package was opened and the proglide device was removed, the suture link was visible and appeared to be loose. The device was not used and there was no patient involvement. No clinically significant delay in the intended procedure was reported. No additional information was provided regarding the device issue.